Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator for rsd/causalgia-complex regional pain syndrome. It was reported that the health care provider wanted assistance from a manufacturer representative to turn the patient¿s therapy off for surgery. It was noted that the surgery was related to the patient¿s therapy. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.